Event description:
It was reported that an ilet user awoke to an ¿unable to proceed¿ condition with prior insulin occlusion and multiple restart alarms, after which a dry run and complete supply change were performed and insulin delivery was successfully resumed; blood glucose was elevated with a peak reading of 291 mg/dl and later decreased to 237 mg/dl, and the user reported no symptoms, no care escalation, and no hospitalization. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a device problem characterized as failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.